Event description:
Patient¿s parents contacted dexcom technical support (B)(6) 2013 to report a rash directly under the sensor adhesive which occurred on (B)(6) 2013. The patient was taken to see the pediatrician for a regular check-up on (B)(6) 2013, at which time the pediatrician was shown the rash. The pediatrician referred the patient to an allergist who saw the patient on (B)(6) 2013, and prescribed a topical steroid cream to treat the patient's rash. This patient's rash has been previously reported to dexcom technical support. At the time of the call, the patient¿s parents indicated the following regarding the patient¿s current condition: the affected area of the skin was rough and had faded but a light pink circle of discoloration remained. The patient¿s parents otherwise reported that the patient was healthy. The device is not indicated for use in pediatric patients or for use in the arm.